Event description:
The patient was undergoing a coil embolization procedure in the profunda branch using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, after advancing the lantern through the non-penumbra catheter, the physician decided to reposition the lantern within the vessel. Subsequently, while retracting the lantern through the catheter, the physician broke the lantern in half. The physician was able to pull the entire lantern and remove it. The procedure was completed using a new lantern, the same non-penumbra catheter, and two ruby coils. There was no report of an effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. Based on the lack of stretching near the fracture site, this break was likely the result of a kink. If the device is manipulated at extreme angles outside the patient during repositioning, the device may become kinked and subsequently fracture. Further evaluation revealed an ovalization on the distal end. If the device is inadvertently pinched or gripped, damage such as this may occur. This damage may have contributed to the resistance during retraction. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder